Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and cannot repair unit, unit is obsolete with a 9.4 inch graphical user interface (gui). Ventilator was reported to customer as: do not use unit.

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred.